Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that the event codes in the device's memory triggered the service wrench and that the unit would not charge or shock when prompted. There were also no voice prompts. The cause of the reported failure was the digital pcb assembly. Component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display and no voice prompts. Upon examination of the device, physio observed that the unit had numerous event codes logged in the memory and that the unit would not charge or shock, when prompted. There was no patient use associated with the reported event.